Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences. No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no.

Event description:
It was reported that a patient underwent an abdominal closure procedure on an unknown date and suture was used. The needle broke during the operation. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device paz202 number, and no non-conformances were identified.